Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported leaks past the o-rings of the reservoir. The leaks caused high blood glucose levels. Nothing further was reported.